Event description:
It was reported that during primary hand surgery, surgeon was fixing fracture of metacarpal using stryker variax hand plate. They bent plate to contour with bone. He attempted to use two screws in two dystal holes, but screws kept spinning instead of locking onto the plate.

Manufacturer narrative:
The reported incident that 1.7x12mm locking screw,cross-pin, self-t was alleged of issue s-35 (no locking effect) could not be confirmed, since the device was tested in another plate and perform adequately. Based on the investigation, the root cause was attributed to a user related issue. There were received two screws for variax hand plate system. The visual inspection showed that both screws are visually correct, no defects or damages were found on them, not even in the locking system. Different dimensions were measured and showed to be into specifications and finally a 1.7 variax hand lock 4 hole plate was requested to test the locking of the screws. Both screws locked adequately and showed to perform correctly. Thus the reported failure mode could not be confirmed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during primary hand surgery, surgeon was fixing fracture of metacarpal using stryker variax hand plate. They bent plate to contour with bone. He attempted to use two screws in two dystal holes, but screws kept spinning instead of locking onto the plate.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.